Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the back haptic tore as the lens was advancing through the cartridge. The lens was cut up into pieces to remove and there was no patient injury.

Manufacturer narrative:
Evaluation - visual inspection of the returned product found half of the lens optic and one haptic torn off and stuck in the returned cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.